Event description:
It was reported that during a stapled hemorrhoidectomy procedure, most of the staples were not well formed after firing. Severe bleeding from a staple line required the doctor to apply many stitches to stop bleeding and close a staple line. The plastic washer (inner and outer ring) fell apart from the anvil, and the ring appeared unevenly cut by the blade. Hospitalization, required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.